Event description:
It was reported that the patient was previously implanted with a men's sling and recently underwent an artificial urinary sphincter (aus) implant. The reason for the aus implant was unspecified. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.